Event description:
It was reported that the tandem-provided charging supplies began burning or melting. There was no adverse impact to the customer's blood glucose level. The customer continued using the pump for insulin therapy.